Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2013, patient reported the menu and check buttons on the infusion device work intermittently. She changed the battery, but this did not resolve the issue. The infusion device was not dropped, the key-lock feature is not activated, and the buttons are not flat. The infusion device was replaced and requested for evaluation. No physiological effects were reported.

Manufacturer narrative:
The pump was returned for evaluation. The problem mentioned by the customer could not be reproduced. All buttons were tested successfully and meet the specifications.